Event description:
It was reported that this lead exhibited high capture threshold in the post operation check performed one day after being implanted. The lead was decided to be explanted and replaced as a result. No additional adverse patient effects were reported. The lead is not expected to be returned according to the healthcare facility information.